Manufacturer narrative:
Eval method: device history reviewed. Results: device history found the product met specifications when released for distribution. Conclusion: cause of event cannot be determined. Analysis without the return of the product, investigation is limited to a review of the device history record which showed the product met all specifications prior to release. Conclusion: we are not able to determine an exact cause of the event without product return. There was no reported adverse effect to the pt.